Event description:
The reported stated that there was a strong smell of insulin coming from the pump around the bolus button and the cartridge cap. The reporter stated that she could not see any leaks and there did not appear to be any moisture. There was no reported blood glucose excursion related to this issue. This report is made based on the allegation that there may have been an insulin leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.